Event description:
It was reported by the contact that the customer received an altitude alarm. The customer removed and reinstalled the cartridge. There was a temporary delay in clearing the alarm and resuming insulin delivery. The customer's blood glucose level was not impacted.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.